Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The user facility reported during vitrectomy surgery the doctor noticed the luer lock that connects to the vitreous line would not tighten properly. The aspiration was compromised causing a retinal tear. The pack was discarded. Additional pt outcome information has been requested.